Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone stating during the night she became disconnected from pump and when she woke her blood glucose was 400 mg/dl also during this time the insulin pump fell to the floor and cracked screen but she can still see display and along battery icon. Customer's spouse did not say how the customer treated. The insulin pump will not be returned for analysis.